Event description:
It was reported that a patient had a replacement on (B)(6) 2013 and every time she laid down her intestines "quivered and flow through her body". It was stated that this was not an electrical shock. When the patient shut off her device she did not feel that sensation. It was stated that this started a month prior to the report. It was noted that 7 days after surgery, the patient "was not having that type of reaction". About one month later, it was reported that the patient experienced a loss of therapeutic effect. The patient was feeling "shocks" in her stomach and pubic area the previous night. The patient met with a medtronic representative on (B)(6) 2013 for reprogramming and was getting stimulation where she needed it; her toes and some on her thigh on the left side. It was stated that after the implant, the patient had pain relief for 2 weeks before the stimulation went to her stomach. During initial programming the stimulation was appropriate for the patient. But if the representative turned stimulation up too high she felt it in her chest. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Follow up information reported that the patient did not have any concerns with their device therapy. An appointment of (B)(6) 2013 was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was stimulation in the wrong location. It was noted the patient had ¿pain in their buttock and that they could not get stimulation to go down their leg.¿ it was noted the patient was reprogrammed to remove stimulation in their abdomen in (B)(6). It was also noted the patient feels pain when they brush up against their device. It was noted ¿it never got really well and was always sore.¿ it was also reported the patient had been in a lot of pain. Follow up reported the patient was seen the previous day for the pain at their stimulator site but the representative was not present. It was noted the patient had been reprogrammed (B)(6) 2013 and the patient achieved full coverage in multiple positions. There were no interventions taken or planned and it was noted the patient was ¿happy and satisfied¿ with their system. Since the appointment the patient had been referred to another clinic and the representative did not know the outcome of that appointment.

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 3887-28 lot# j0012708v, implanted: 2001 (B)(6), product type lead product ID: 3887-28 lot# j0016077v, implanted: 2001 (B)(6), product type lead product ID: 7495-25 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that nothing would go down the patient¿s left leg. It was reported that the patient was feeling an ¿awful feeling in my stomach¿. It was noted that the patient did not feel sensations in the abdomen right away. It was reported that the patient went to bed and it went into the patient¿s abdomen.

Event description:
Additional information received reported that there was no documentation of the problems within the patient's chart. The patient h ad a surgery on (B)(6) 2013 to implant a pump. Reprogramming was done on (B)(6) 2013 to get coverage to the left leg. As of (B)(6) 2014 appointment, the patient was getting good coverage.

Manufacturer narrative:
(B)(4).